Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device evaluation is expected, but not yet completed. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a damaged hose, which caused leaking of air and/or lubricant. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was confirmed. The device was found to be leaking air through the hose. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a damaged hose, which caused leaking of air and/or lubricant. There was no patient involvement; no patient impact.